Event description:
Medtronic received a report that air loss was identified through the plastic hub of the catheter due to a small crack in it. When inflating there is loss of air in the middle section. The catheter was prepared and flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for acv isquemico treatment. The access vessel was 0.70, 0.80mm in diameter. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the cello balloon guide catheter was returned for analysis. In addition, the cello dilator was returned within cello dilator outer carton and sealed inner pouch. The balloon inflation port was found to be detached and not returned. The reason for the balloon inflation port not returning was not provided. No issues were found with the main lumen hub. The balloon lumen hub was found to be cracked. The cello catheter body was found to be kinked at ~6.0cm from the hub. Upon visual inspection, no issues or irregularities were found with the balloon. No other anomalies were observed. The cello balloon guide catheters will be sent to fuji corp. For further investigation. The cello total length was measured to be ~103.2cm. The cello usable length was measured to be ~94.5cm. The cello balloon guide catheter main lumen was flushed, water exited from the distal tip. The cello balloon lumen hub was then flushed, water exited from the cracked and main hub lumen. Based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ and ¿catheter leak¿ were confirmed. The balloon lumen hub was found to be cracked. In addition, the cello catheter body appeared to be kinked. Per the fuji investigation report, ¿the sample returned was without the balloon injection port (extension connecting tube) which was a component for this product. A kink located on the shaft near the bottom of hub where covered by the strain reinforcement was observed. For the hub, a crack on the balloon lumen connector was observed. After injecting water by connecting a syringe to the balloon lumen connector of hub, a water leakage from the crack was observed. For the entire sample returned, no damages and/or abnormality was observed, except the kink on shaft and cack on hub. Lot no. 5000109 was manufactured in april 2020 for 47units. We reviewed our manufacturing record, then found out that it was manufactured as per as instructions, also not any problem and/or abnormality was recorded on the inspection record. For the manufacturing process of this product, tools which would be caused a damage on the shaft and hub are not used. Also, there is no activities that would be caused the damage as well. In addition, a 100% inspection for a balloon leakage by injecting air is conducted after the assembly process. Therefore, a malfunction and/or abnormality related to the damage on the hub is detected during the inspection, then not allowed to be shipped out to the market. Due to the balloon injection port (extension connecting tube) was not returned, no investigation was held for this part. To conclude based on above findings, it is probable that the kink on shaft and the crack on balloon lumen connector of hub occurred for some reason after the product was shipped out from our facility.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.